Manufacturer narrative:
On 31 may 2016, it was communicated that pathogen results will not become available. Batch review performed on 15 june 2016. Lot 153755: (b)(46) items manufactured and released on 23 november 2015. Expiration date: 2020-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon said that the patient continuously stuck his finger in the wound. The first time the patient came in due to infection, the surgeon irrigated the knee and closed the wound. The patient came in due to signs of infection, again the surgeon said that the patient continued to stick his finder in the wound. This time the surgeon performed an I & d and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.